Event description:
It was reported when using the bd pyxis¿ medstation¿ es encountered refrigerator door failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because refrigerator door falied a field service engineer reattached hasp to refrigerator to resolve. The system functioned as intended after the field service engineer troubleshot the device.